Manufacturer narrative:
(B)(4). B3 date of event - correction. B5 describe event or problem - correction to the following statements in the initial MDR, "it was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026." B5 describe event or problem - correction to remove the following statement in the initial MDR, "there was not a complete set of reported glucose values available to search within the parkes error grid calculator on 06/10/2026." B6 relevant tests/laboratory data, inclu - correction to remove, "06/10/2026: ni" from the initial MDR h2 correction

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at approximately 12:00 pm, the patient reported that the cgm displayed low glucose readings, initially showing values of 58 mg/dl, then 40 mg/dl, and subsequently ¿low.¿ believing glucose levels to be critically low, the patient contacted a physician and was advised to administer a nasal glucagon spray. The patient also self-treated by consuming food, drinking fluids, and taking glucose tablets; however, the cgm continued to display ¿low.¿ the patient subsequently experienced symptoms including severe lightheadedness, near loss of consciousness, severe shaking, and difficulty breathing, prompting a call to emergency medical services (ems). Upon ems evaluation, a fingerstick bg measured 363 mg/dl while the cgm continued to display ¿low.¿ the patient was transported to the emergency room via ems, where a repeat fingerstick bg measured approximately 321¿323 mg/dl, with the cgm still displaying ¿low.¿ during the event, the patient reported ongoing symptoms, including chest pain, stomach pain, lightheadedness, severe shaking, and breathing difficulties. At approximately 4:14 pm, no final diagnosis, treatment, or recommendations had been provided by the attending physician. The patient's time spent in the hospital was less than 24 hours. The most recent cgm reading reported at that time was 50 mg/dl. At the time of reporting, no diagnosis or ER treatment had been confirmed. It was noted that the patient was connected to a tandem t: slim x2 insulin pump at the time of the event. It was stated that the patient's status was "no change" at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator on (B)(6) 2026. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.